Event description:
I had mentor memory gel implanted on (B)(6) 2012. I started experiencing an array of different symptoms that progressively got worse. My first symptom was extreme dry eyes, mouth, nose, and throat. I saw an ent and optometrist. Both agreed to treat the symptoms. I still continue to have flare ups. My dry throat has now caused me to constantly clear my throat and swallow loudly. I then started with brain fog, hard time finding words. I have had an MRI of my brain checking for ms. I have had fatigue, muscle weakness, and joint pain. I have been to a rheumatologist for testing because of an increase in my ana. I have been to two separate neurologists who specialized in myasthenia gravis because I started having shortness of breath and tachycardia. I have had a stress test and chest x rays. Out of all the doctors I have been to and the tests I have had done no one can come up with an answer as to what the cause is. I am having an explant with total capsulectomy on (B)(6) 2021. I have all medical records for tests listed above if needed. FDA safety report ID # (B)(4).